Manufacturer narrative:
(B)(6). An examination of the device confirmed the tip broke off. There are no material voids present at the break area. The shaft of the device is dramatically bent and bowed. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke during an acl reconstruction, the tendon stripper broke. All of the broken parts were removed from the patient. No patient injury or other complications were reported.